Event description:
Physician was unable to remove balloon over wire necessitating removal of balloon and wire at same time. Examination of wire, which was stuck in balloon, showed the outer covering peeling off. Physician was unable to reinsert another wire so case had to be cancelled and pt was admitted to hospital to have procedure done in radiology. Representative from company has been in to view the wire guides.